Event description:
Event details: I wanted to report that three covid tests that were not close to expiring failed to pick up my daughter's covid both during her illness and after she'd been sick for three days. Two tests were part of a covid/flu a and b box and another was a covid only kit. Of course there can be false negatives but to have all three tests ineffective is noteworthy. Also, expensive if they no longer pick up newer strains of covid. I paid at least $50 for these tests.

Manufacturer narrative:
1. The customer has not indicated that her daughter had a pcr confirmation of her covid diagnosis. 2. Customer is claiming false negative because their daughter tested negative for covid using two tests from an ihealth flu a&b/covid-19 3-in-1 rapid test and one test from an ihealth covid-19 antigen rapid test. 3. No purchased information provided, unable to determine if the product used by the customer is an authentic product, and no lot number was provided, unable to effectively verify and confirm customer feedback.